Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer delivered a bolus to address their elevated bg. Ultimately, the customer reverted to an alternate method of insulin delivery.